Manufacturer narrative:
No patient injury reported.product returned and evaluated. Investigation identified a vacuum sleeve failure.

Event description:
Probe passed pretest. Once probe placed, within the first 30 seconds of the first freeze treatment cycle start, probe was noticed to have frosting up the shaft. Probe immediately thawed and removed and replaced. Case completed as intended.